Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon identified that the cut and coag buttons on the plasmablade device were reversed. As a result, pressing the yellow button activated the coag function, and pressing the blue button activated the cut function. There was no injury to the patient or unintended tissue damage reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.